Event description:
It was reported that during centrifugation with 2 bd vacutainer® cpt¿ nc: 1.0ml ficoll¿: 2.0ml the tube breaks. Samples were unable to be processed, there was no impact to patient. The following information was provided by the initial reporter: "we've had serious accidents with cpt tubes. The tubes have been busted during the spinning. It happened twice and took a lot of time and effort to clean and decontaminate the centrifuge. We didn't get the problem with the last batches, but not sure why it happened with this batch of tubes. Could you please advise us on what we should do with this case? Centrifugation conditions: 1,500g for 15 min".

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for glass breakage during centrifugation was observed. Additionally, (B)(4) retention samples from bd inventory were evaluated by visual examination with no issues observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode glass breakage during centrifugation. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that during centrifugation with 2 bd vacutainer® cpt¿ nc: 1.0ml ficoll¿: 2.0ml the tube breaks. Samples were unable to be processed, there was no impact to patient. The following information was provided by the initial reporter: "we've had serious accidents with cpt tubes. The tubes have been busted during the spinning. It happened twice and took a lot of time and effort to clean and decontaminate the centrifuge. .... We didn't get the problem with the last batches, but not sure why it happened with this batch of tubes. Could you please advise us on what we should do with this case? Centrifugation conditions: 1,500g for 15 min".

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.